Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: colombia. Kind of procedure: total replacement of right knee. During placement of the gliding surface, the product did not fit as the trail component did. Device was not used, another set was available and the gliding surface from that set fit appropriately.